Manufacturer narrative:
UDI: (B)(4).the actual device was returned for evaluation. Reliability engineering evaluated the device and the device had a drilled neuro tip leg and a drilled neuro tip. Therefore the reported condition was confirmed. It was determined that the issue with the drilled leg was indicative of excessive side loading causing the cutter to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the drilled neuro-tip was failure to follow the directions for use. It was determined that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly in the locking chamber. It was determined that the attachment was forced into position which placed the distal tip of the burr in compression. It was determined that at this point, the tip of the burr was in direct contact with the neuro-tip of the attachment. It was determined that when the drill was started, the burr drilled into or through the neuro-tip. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled and bent tip. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.